Event description:
It has been reported to philips that the wired foot switch required replacement. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, which was completed as planned by using the wireless footswitch. The philips remote service engineer (rse) examined the system remotely and confirmed the problem with the wired footswitch. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the logfile and confirmed that the wired footswitch was defective. The defective wired footswitch was returned for analysis, and it confirmed defect in the connector. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wireless footswitch and there was no impact on the procedure. The user can use an alternate footswitch or hand switch to complete the procedure with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.